Manufacturer narrative:
(B)(4).

Event description:
Originally the complaint was reported to medtronic with just the information that a surgeon complained about a suture, further follow up with the account provided that according to the reporter the doctor said the patient dehisced post-operatively and the patient was re-operated on though the doctor did not specify what caused the patient to dehisce. He just said he was using maxon suture. Despite attempts to reach out to the doctor for more information the doctor has not replied with further details or even procedure type and the facility staff does not remember. The patient was discharged from hospital and doing much better.